Event description:
It was reported via repair work order that the brakes would not hold to specification and would not engage on both ends at the same time due to broken crank ratchet arm and worn bushings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.